Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for a regular scheduled visit. Upon interrogation, the right ventricular lead exhibited high threshold. The lead was explanted and replaced. The physician stated that the lead looked fine and the slack might have caused the issue. The patient was stable after the procedure.